Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. At (B)(6) 2009 (exact date unknown), the patient developed a fever and general malaise. On (B)(6) 2009, the patient was diagnosed with an infection in the graft. An antibiotic treatment was started. The cause of infection was not available. On (B)(6) 2009, the patient was discharged from the hospital. The infection had been resolved.